Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject will be performed upon receipt.

Event description:
It has been reported to us that during the procedure, the guide catheter leaked. The physician inserted the guide catheter into the patient and advanced forward into a very difficult lesion site. The physician then noticed blood dripping from the strain relief area of the guide. The physician continued to use the device because of the difficulty accessing the lesion. Patient is reported to be fine.